Manufacturer narrative:
UDI #: (B)(4). Explant date: if explanted, give date: not applicable, the lens remains implanted to date. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a male patient had a big hyperopic surprise (+1.5d, diopter) with the implantation of a tecnis toric, model zct300, in his left eye on (B)(6) 2015. The surgeon was going to explant but instead placed a piggyback lens (no info) on (B)(6) 2016. No vitrectomy or incision enlargement were performed. The patient was reported to be doing well. No other information was provided.

Manufacturer narrative:
Visual inspection was not performed as the lens remains implanted to date. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data showed the lens is within specification in terms of optical and cylinder power and resulting contrast. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. The dfu contains a specific section on lens power calculations and precaution with respect to refraction measurements. All pertinent information available to abbott medical optics has been submitted.